Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device was beeping and therefore went to the emergency room. It was reported that the lead was "frayed" and the patient had an "irregular heart" and was given medication. It was also reported that the right ventricular (rv) lead had increased and high impedance, noise, and oversensing due to a fractured rv lead. The lead was explanted and replaced. No further patient complications were reported as a result of this event.